Event description:
It was reported on 7/22/1999, that during a 12 month follow-up for bladder neck suspension, the pt complained of persistent pain and bloodly vaginal discharge. The physician prescribed an antibiotic (keflex) for seven days to correct the situation. Pt's condition is unk and no product was returned for eval.